Event description:
The customer reported when the ventilator alarmed due to a vent inop data acquisition pcba adc failure. The customer reported the device was not in use on a patient. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The unit is pending repair completion.

Manufacturer narrative:
Results: pending repair completion.

Event description:
The manufacturers service engineer replaced the data acquisition pcb to motor controller pcb cable to address the reported problem.

Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned cable revealed a loose connector at the data acquisition side of the cable that resulted in the reported issue.

Manufacturer narrative:
Supplemental report